Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr result from a coaguchek xs meter with serial number (B)(4) compared to the result from an unknown laboratory reagent. At 7:12 am the result from the meter was 5.6 inr. At 7:15 am the result from the meter was 5.5 inr. At 10:30 am the laboratory result was 3.7 inr. The two meter results were from different fingers. The customer's therapeutic range is 2 to 3 inr. There was no allegation of an adverse event. The customer's current condition was provided as feeling good. The customer's doctor advised them to not take their warfarin dosage on the night of the event based on the laboratory result. The customer has no hematocrit concerns, has had no changes in diet, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, on no new medications, and no symptoms of bruising or bleeding. The customer is on an antibiotic for a urinary tract infection. The customer is on plavix and aspirin. Retention test strips (lot 28124121) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.